Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes blower making noise, foam was damaged, bottom enclosure was broken. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that required intervention to prevent permanent impairment/damage, disability or permanent damage, other serious or important medical events occured in outcomes attributed to adverse event. After review, it was determined that all these were incorrectly selected in outcomes attributed to adverse event. Nothing such has occured to the patient.

Manufacturer narrative:
In the previous follow-up report MDR 2518422-2022-11527, section b5, h6 (type of investigation) was incorrectly captured, it has been corrected in this report to reflect the correct information. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the blower making noise, foam was damaged, bottom enclosure was broken are defective related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. There was one errors found [e163]. The device was evaluated and the manufacturer observed broken bottom enclosure, noisy blower and inlet foam was also damaged. The broken bottom enclosure and noisy blower were changed and inlet foam was also replaced.